Manufacturer narrative:
The product remains implanted in the patient, therefore, it will not be returned. Additional information will be submitted within thirty (30) days of receipt. Device remains implanted.

Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that this patient experienced a sudden decrease in pump flow, developed left hemiparesis, and was diagnosed with an ischemic stroke. Patient was treated with albumin, epinephrine, epoprostenol, and two controller exchanges were performed; it was noted that pump flow appeared to increase following each controller exchange. It was last reported that the patient remained hospitalized in the ICU. The devices ((B)(4)) were not returned to the manufacturer for evaluation; however, review of the manufacturing documentation confirmed that the devices met all specifications for release; there is no evidence to suggest that the manufacturing processes caused or contributed to the reported event. The controller ((B)(4)) was returned to the manufacturer for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The returned controller passed visual inspection and functional testing. The reported event was confirmed via review of the controller log files, which revealed a decrease in pump flow on ((B)(4)) and controller exchanges on ((B)(4)) were parameters remained below the normal operating range and ((B)(4)) were parameters returned to the normal operating range. A possible root cause for the reported event may be attributed to thrombus formation/ingestion within the device; however, there are patient, procedural and pharmacological factors that may have contributed to this event. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The pump is a fixed speed system. Low flow, average flow below the alarm threshold, may be related to poor vad filling. The instructions for use addresses setting of parameters for flow, power and watts. Guidelines for potential causes of alarms, assessment of the patient and device status along with related potential causes which can include right ventricular failure, hypovolemia, tamponade, arrhythmias, high blood pressure, inflow cannula obstruction, outflow graft kink are outlined along with potential actions to take. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Event description:
Approximately two weeks after implant, this patient developed left hemiparesis and was diagnosed with a stroke. The post-operative course was complicated by rapid atrial fibrillation and episodes of sudden decreases in vad flow indicative of sustained suction or occlusion. Management included albumin, epinephrine, epoprostenol and two elective controller exchanges. Twelve days later they remained in the intensive care unit on ventilator support. Investigation is ongoing.